Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stated that the nurse reset the device but still not feeling it. The reported issue was not resolved. The patient has an appointment on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported the patient said she had a new stimulator put in but she is not sure how to use her external devices. Patient said she has not been feeling anything and knows the implant needs to be adjusted. Pt then said she is going to be having knee surgery and needs to know how to turn the implant off. Pt then said that she is handicapped, and she cannot get her arm back to put the communicator over her device. Pt said she thinks she just needs to increase the stimulation. Pt said that her urine has greatly increased but she does not think the device has been working correctly and is not slowing her urine down at all. Pt also added that she has trouble putting the communicator over her implant. Pt did not have her programmer on the call and may call back when she has access to the programmer. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient in response to an inquiry for more details regarding the event: the patient was seen at hcp (health care professional) office, the nurse supposedly adjusted it, patient still doesn't feel it. The issue has not been resolved. No further complications were reported or are anticipated.